Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following a battery replacement surgery, the patient was interrogated and seen with an error code indicative of the generator being struck by electrocautery. The mother later adds to this report and states that she also believes that electrocautery was used during this procedure. It was noted that the patient has been experiencing an increase in seizures after this surgery. Impedance pre-operatively with the prior generator and post-operatively with the newly implanted generator were noted to be normal. No other relevant information has been received to date. No surgical intervention known to date.